Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns the use of electrocautery.

Event description:
It was reported that following an ipg replacement procedure (MFR. - 3006630150-2024-00470) the patients lead was not able to get any good impedances. It was noted that electrocautery was used. The physician tried wiping down the tails of the leads and putting them back but still did not have good impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by facility.